Manufacturer narrative:
G4:27dec2020. B4:20jan2021. Per authorized service personnel (asp) the customer declined repair on this unit. The esprit/v200 is end of life (eol) product. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report : 29oct2020.

Event description:
The customer reported that the touch screen is faulty. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.